Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 2 patients tested on 2 different inform ii meters. Based on the information provided, the results for 1 patient were erroneous when tested on inform ii meter with serial number (B)(4). The patient was an emergency room patient that was diagnosed with acute cholecystitis. At 9:12 p.m. The result on inform ii meter with serial number (B)(4) was hi (result greater than 600 mg/dl) from a sample collected from the finger of the right hand. A venous sample was collected from the back of the right hand and sent to the laboratory. The patient was treated with novorapid after the result of hi. The result from the laboratory on a c501 analyzer at 10:20 p.m. Was 337 mg/dl. No adverse event occurred due to the use of the device. Quality control results were acceptable on the meter. The suspect product was requested for investigation.

Manufacturer narrative:
The customer provided more data for the patient. The patient had an additional glucose result of 275 mg/dl from the meter at 10:34 p.m. On (B)(6) 2016.

Manufacturer narrative:
The meter and test strips were returned. During investigation, the results received were within the acceptable range. None of the treatments or medications listed are currently known to interfere with the accuracy of test results.